Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 38-year-old female patient with a past medical history of coronary artery disease (cad) presenting with acute decompensated chronic non-ischemic cardiomyopathy in scai stage d shock on inotropes, vasopressors, intra-aortic balloon pump (iabp), and ventilator support prior to initiation of support. The pump was explanted after 8 days of support as the heart was transplanted successfully. Patient survived the support. During impella insertion, the surgeon indicated that the introducer locks don¿t lock tight enough on the sheath which allows for leakage. The surgeon had to use a heavy tie and tourniquet to control bleeding. All best practices were followed for vascular access. The post-procedure outcome was unknown. Bleeding may be influenced by patient-specific and device-specific factors such as critical illness, anticoagulation status, and device purge requirements.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 38-year-old female patient with a past medical history of coronary artery disease (cad) presenting with acute decompensated chronic non-ischemic cardiomyopathy in scai stage d shock on inotropes, vasopressors, intra-aortic balloon pump (iabp), and ventilator support prior to initiation of support. During impella insertion, the surgeon indicated that the introducer locks don¿t lock tight enough on the sheath which allows for leakage. The surgeon had to use a heavy tie and tourniquet to control bleeding. All best practices were followed for vascular access. The post-procedure outcome was unknown. Bleeding may be influenced by patient-specific and device-specific factors such as critical illness, anticoagulation status, and device purge requirements.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted after 8 days of support. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Also, the introducer device was received, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Correction. Section d3 was updated, corrected to reflect the manufacturer name, address and contact information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.